Event description:
Hillrom centrella pro+ mattress beds purchased over the past two years have exhibited depression problems with the proplus mattress where mattresses lost sacral support over time. Patients felt like "lying on the bed frame". Hillrom replacing these mattresses as identified.